Manufacturer narrative:
A temporal association exists between the liberty cycler set and the patient¿s reported abdominal pain and subsequent staphylococcus peritonitis event. However, there is no documentation to support a causal relationship. There is a strong probable association between the patient¿s breach in aseptic technique, and the staphylococcus peritonitis event. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the plant investigation.

Event description:
Peritoneal dialysis patient reported experiencing chest pains and that the patient was treated for peritonitis. Follow up with the patient's peritoneal dialysis nurse indicated that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy (since (B)(6) 2017) observed fibrin during his pd treatment and with reports of chest pain during treatment on (B)(6) 2017. Subsequently, on (B)(6) 2017 the pt. Had a peritoneal dialysis (pd) effluent culture obtained which revealed growth of coagulase negative staphylococcus and the pt. Was diagnosed with peritonitis. The patient was treated as an outpatient with the antibiotics cefazolin (unknown dose, frequency and duration) and ciprofloxacin (unknown dose, frequency and duration). The peritoneal dialysis nurse indicated that the peritonitis was likely related to a breach in aseptic technique during treatment. The patient is scheduled to receive additional training. The peritoneal dialysis nurse also indicated that the chest pain may have actually been abdominal pain which was likely caused by the peritonitis.

Manufacturer narrative:
The alleged event is not confirmed. The complaint sample was not returned to the plant for investigation. No companion samples are available for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
"."